Manufacturer narrative:
The information listed on this form was previously submitted upon manufacturing report #1822565-2013-00815. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, disability, headaches and other medical problems.